Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective pld (u1003). The defective component was causing the 1.8v and 3.3v power supplies to short to ground. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the damaged monitor or electrode belt. Device manufacture date: monitor: 11/26/2014, electrode belt: 10/23/2014.

Event description:
A us distributor returned a patient's electrode belt and monitor. It was reported that the monitor was unable to power on and that the electrode belt was causing a service code 204 (belt/monitor unusable).